Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No device test failed or absence of occlusion alarm noted during test. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained and faded serial number label, cracked keypad overlay, corroded battery tube, corroded motor home switch. Please see below for the first ten boluses listed on the event date 16-oct-2024 in the pump history file. On (B)(6) 2024 05:35:08.000, normal bolus delivered (220), system time: on (B)(6) 2024 05:35:08.000, bolus programming method: manual bolus (0), bolus amount delivered: 2750 (0.275 u), on (B)(6) 2024 07:49:53.000, normal bolus delivered (220), system time: on (B)(6) 2024 07:49:53.000, bolus programming method: cl1 glucose correction (6), bolus amount delivered: 22750 (2.275 u), on (B)(6) 2024 07:49:53.000, normal bolus delivered (220), system time: on (B)(6) 2024 07:49:53.000, bolus programming method: cl1 glucose correction (6), bolus amount delivered: 22750 (2.275 u), on (B)(6) 2024 08:22:51.000, normal bolus delivered (220), system time: on (B)(6) 2024 08:22:51.000, bolus programming method: cl1 micro bolus (5), bolus amount delivered: 500 (0.05 u), on (B)(6) 2024 08:28:51.000, normal bolus delivered (220), system time: on (B)(6) 2024 08:28:51.000, bolus programming method: cl1 auto bolus (9), bolus amount delivered: 16000 (1.6 u), on (B)(6) 2024 08:32:49.000, normal bolus delivered (220), system time: on (B)(6) 2024 08:32:49.000, bolus programming method: cl1 micro bolus (5), bolus amount delivered: 500 (0.05 u), on (B)(6) 2024 08:42:49.000, normal bolus delivered (220), system time: on (B)(6) 2024 08:42:49.000, bolus programming method: cl1 micro bolus (5), bolus amount delivered: 250 (0.025 u), on (B)(6) 2024 08:48:01.000, normal bolus delivered (220), system time: on (B)(6) 2024 08:48:01.000, bolus programming method: cl1 auto bolus (9), bolus amount delivered: 2750 (0.275 u), on (B)(6) 2024 08:52:55.000, normal bolus delivered (220), system time: on (B)(6) 2024 08:52:55.000, bolus programming method: cl1 auto bolus (9), bolus amount delivered: 1250 (0.125 u), on (B)(6) 2024 08:57:49.000, normal bolus delivered (220), system time: on (B)(6) 2024 08:57:49.000, bolus programming method: cl1 micro bolus (5), bolus amount delivered: 500 (0.05 u). Pump passed functional testing and no device test failed or absence of occlusion alarm noted during testing. Possible under delivery anomaly, device test failed and absence of occlusion alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, absence of occlusion alarm, possible under delivery anomaly and hyperglycemia. The customer reported blood glucose value of 24.1 mmol/l. The customer reported hyperglycemia was treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported that pump was not detecting flow block, pump under delivery and pump failed high pressure test. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.